Event description:
The wand tip head was detached during shoulder surgery. The tip was removed from the surgical site and the procedure was completed using a backup device. There were no patient complications.

Manufacturer narrative:
The reported device was returned to the local office and used for treatment, but was not made available to the designated team for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.